Manufacturer narrative:
The biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. This is only affecting telemetry. Nihon kohden technical support (tech support) let the customer know this is a known issue with the multiple patient receiver (org), and they can use event list as an alternative to arrhythmia recall in the meantime. The customer stated that they use arrhythmia recall to check to see what events happened for the patients and what alarms have occurred. Also, if the doctor is looking for a specific alarm, they use arrhythmia recall for it. Although the device does offer other means to be able to view the data, the customer stated that this impacts patient care for the purpose they are using that data. No patient harm reported. Additional device information: concomitant medical device: the following device(s) were being used in conjunction with the org. Central nurse's station model: cns-6201a. Sn: (B)(4). Multiple patient receiver model: org-9110a sn: (B)(4). Model: org-9110a sn: (B)(4). Model: org-9110a sn: (B)(4). Model: org-9110a sn: (B)(4). Model: org-9110a sn: (B)(4). Model: org-9110a sn: (B)(4). Model: org-9110a sn: (B)(4).

Event description:
The biomedical engineer (bme) reported that they are having issues with arrhythmia recall where they are unable to see the historical arrythmia data on the central nurse's station (cns). There is an issue with the arrythmia recall which is a feature that displays arrythmia historical data. This is only affecting telemetry. Nihon kohden technical support (tech support) let the customer know this is a known issue with the multiple patient receiver (org), and they can use event list as an alternative to arrhythmia recall in the meantime. The customer stated that they use arrhythmia recall to check to see what events happened for the patients and what alarms have occurred. Also, if the doctor is looking for a specific alarm, they use arrhythmia recall for it. Although the device does offer other means to be able to view the data, the customer stated that this impacts patient care for the purpose they are using that data. No patient harm reported.